Event description:
On (B)(6) 2011, pt reported the down arrow on the infusion device will not work. Pt stated the button pops back out when pressed. Pt reported she noticed the button not working when she was trying to lower the basal rate. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.